Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: only one blood glucose (bg) level of 185 mg/dl was entered into the pump between (B)(6) 2016 and (B)(6) 2016. The user made between one and two bolus requests per day, prior to (B)(6) 2016, but did not make any bolus requests on (B)(6) 2016. Multiple alarm 22's (stuck wake button) annunciated in the days leading up to (B)(6) 2016. Tandem customer support was not contacted regarding the alarm 22 issue. There is no evidence of a device malfunction or failure that would lead to over delivery of insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away due to complications related to diabetes. Contact alleged that the pump over/under delivered insulin. No details were provided regarding the alleged over/under delivery of insulin. Autopsy report documented that the cause of death was determined to be hypertensive and atherosclerotic cardiovascular disease. Contributory conditions were listed as diabetes mellitus and obesity. Autopsy findings included up to 60% atherosclerosis stenosis of the right coronary artery (rca), up to 50% stenosis of the left anterior descending artery (lad), and mild atherosclerosis of the left circumflex (lcx).